Event description:
A device was returned to a third-party service center regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the third-party service center evaluation, the device was visually inspected, and the device was scrapped. Although the complaint was not confirmed, information received indicates that there was visualization of particles in the assembly. Due to the device being scrapped, no further investigation will be conducted.